Event description:
It was reported that this right ventricular (rv) lead was exhibiting high capture thresholds. Therefore, a lead revision was performed and the lead was repositioned. No additional adverse patient effects were reported.